Manufacturer narrative:
Concomitant medical products: 310c27, tissue valve, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The implantable pulse generator (ipg) system was explanted and not replaced. No further patient complications have been reported as a result of this event.